Event description:
It was reported that the patient had been lost to followup, the device was at elective replacement indicator in (B)(6) 2009, and that the battery impedance now measures high and the device is not capturing. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.